Event description:
The hcp reported the patient's pump was removed due to battery depletion and the catheter was replaced at the same time due to "blockage". No patient symptoms were reported. The drug used in the pump is morphine. Additional information has been requested but was not available on the date of this report.